Manufacturer narrative:
Concomitant medical products 407652 lead, implanted: (B)(6) 2011.

Event description:
It was reported that the patient had bacterium in their blood of unknown origin. The right atrial (ra) lead, implantable cardioverter defibrillator (ICD), and right ventricular (rv) lead were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device was returned and analyzed. Analysis was performed, no anomalies were found, and no issue was identified that required full analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.